Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained utilizing contralateral approach. The 99% stenosed, 4cm target lesion was located in the mildly tortuous and mildly calcified left superficial femoral artery. A non-bsc sheath was used with a micro contralto approach. After a 014 non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for pre-dilation. The dilatation was completed; however, during removal of the balloon catheter, strong resistance was encountered. The device became stuck with the guide wire; therefore the wire and the balloon catheter were removed together as a unit and the procedure was completed. Outside the patient, when the physician tried to remove the wire, resistance was still met. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with a guide wire loaded in the wire lumen of the balloon catheter. There was 4 cm of guide wire sticking out from the hub and 36.5 cm of wire outside of the distal tip. The tip, balloon, markerbands, inner/outer lumen and hub were microscopically and tactile inspected. The balloon was loosely folded. The inner diameter (ID) of the wire lumen could not be measured as the wire could not be removed from the device. Inspection revealed damage (buckling) to the inner lumen starting 12 mm from the tip of the device and was about 6mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained utilizing contralateral approach. The 99% stenosed, 4cm target lesion was located in the mildly tortuous and mildly calcified left superficial femoral artery. A non-bsc sheath was used with a micro contralto approach. After a 014 non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilation. The dilatation was completed; however, during removal of the balloon catheter, strong resistance was encountered. The device became stuck with the guide wire; therefore the wire and the balloon catheter were removed together as a unit and the procedure was completed. Outside the patient, when the physician tried to remove the wire, resistance was still met. No patient complications were reported and the patient's status was good.